Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Account alleges during a transarterial chemoembolization (tace), the surgeon was using our microcatheter for superselection into the common hepatic artery, it was found that when the microcatheter was about to be superselected into the middle hepatic artery and the right hepatic artery again, the front end of the microcatheter was dry and could not be further superselected. After withdrawing the microcatheter, it was found that the head end of the microcatheter lacked a hydrophilic coating. Therefore, a new microcatheter was replaced and the surgery was completed. No reported patient injury.